Event description:
The customer reported that the sys could not produce live images. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, high voltage cable, generator interface board, fluoro functions board, backplane and the image intensifier were replaced during the service call. The system was tested and found to be working as intended and put back into service.